Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor was doing the procedure according to IFU. The catheter was removed from the patient's body and the blood clots were removed. The catheter tip of the catheter was broken while the catheter was being cleaned with saline gauze. Therefore, md could not proceed with the product, and the same product was used without any abnormality.

Manufacturer narrative:
(B)(4) the customer returned a 7fr ptd catheter and the product lid stock for evaluation. The components showed evidence of use in the form of dried blood. The catheter was returned with the basket advanced out of the sheath and a piece of the separated tip was returned. Visual examination of the ptd tip revealed that the black tip broke at the base of the distal connector exposing the end cap and the inner orange lumen. The protruding orange lumen was observed to be twisted/deformed adjacent to the connector, although there is no indication it was torn. The pebax material at the edge of the tip appeared uneven and rough indicating a tear. The separated tip piece was also consistent with a tear. The inner orange lumen was also twisted/deformed inside of the basket but was secure in the proximal connector. The basket appeared typical and no other defects or damage was observed with the basket assembly. The remaining portion of the black pebax tip attached to the basket measured approximately 2mm in length and the separated tip measured 13. The combined tip length is within specification. The orange lumen protruding from the basket measured 7mm in length. Other remarks: the basket was able to be retracted and advanced within the sheath with minimal resistance. The catheter was rotated using a lab inventory rotator and functioned as expected. The orange lumen remained securely attached to the proximal connector assembly when tugged. A device history record review was performed on the ptd and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The reported complaint of the basket tip separating in use was confirmed through visual inspection of the returned sample. The black pebax tip of the ptd basket was separated from the basket connector on the returned sample. The remaining portion of the basket tip was attached to the distal end of the basket assembly and the broken edge was frayed indicating a tear. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined and further investigation of this issue will be documented under the CAPA. *a conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
The customer reports: the doctor was doing the procedure according to IFU. The catheter was removed from the patient's body and the blood clots were removed. The catheter tip of the catheter was broken while the catheter was being cleaned with saline gauze. Therefore, md could not proceed with the product, and the same product was used without any abnormality.